Manufacturer narrative:
Date of event: the exact event date is unknown, however it was reported that the procedure was approximately 7 or 8 weeks prior to the aware date of (B)(6), 2014. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity with neddle biopsy forceps was used during an esophagogastroduodenoscopy (egd) procedure in the duodenum. According to the complainant, during the procedure, there ¿seemed to be tearing¿ when taking a duodenal biopsy and patient has experienced delayed bleeding. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.